Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was shutting off several time. The customer¿s blood glucose was unknown. The customer also had power error detected on insulin pump. Troubleshoot was performed for power error detected. The customer reported replace battery now alarm. Customer stated that they did not receive a low battery alert prior to the replace battery now alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Insulin pump was received with normal operating currents. Insulin pump was monitored for several hours and no blank display noted. The battery tube connector plugged in properly to printed circuit board during visual inspection. The test guardian link with the glucose sensor simulator and the test blood glucose meter communicates properly to the insulin pump. Insulin pump programmed with a sensor glucose value and all registered properly in the daily history. Insulin pump was unable to perform the displacement test, occlusion test and displacement accuracy test due to missing retainer and missing reservoir tube o-ring. However, insulin pump trace download analysis confirmed the insulin pump alarmed power error, power loss alarm, replace battery alert and replace battery now alarm. The power management tool confirmed power error, power loss alarm, replace battery alert and replace battery now alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, broken reservoir tube lip and minor scratched lcd window.